Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign material inside the forceps elevator and chipped light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the malfunction "chip in light guide lens" is traced to component failure and for the malfunction "foreign object in the forceps elevator" is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.